Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. The mother stated that the customer was throwing up and her glucose level was high for almost a week. Troubleshooting was performed and it was found that the basal was programmed incorrectly. The doctor changed the basals and the customer ended in the intensive care unit. The programming and all the histories were correct. Ran a fixed prime and high pressure test and passed. No further information was provided.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, scissoring occurred in a row. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) malformed clip the analysis results found that the device was returned in good visual condition. 1 malformed and 2 scissor attached to device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.